Event description:
(B)(4). After 6 years of living in hell from this device, I was finally able to have it removed! I had lavh with tube and coil removal on (B)(6) 2015 thank god! It is a sad thing that thousands of women are begging for hysterectomy's just to have a chance at having a normal life again! These coils are the worst thing invented and should be immediately removed from the market!